Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, white particles inner shell and delamination. Leak test and microscopic analysis was performed which identified; punctured opening on posterior and delamination (<75% partial separation). Based on the device analysis the final assessment is: a striated punctured on posterior assessed as surgical damage like consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Device has been explanted.